Event description:
Additional information provided states that this patient was admitted to the hospital on (B)(6) 2025 with unknown symptoms. The patient was diagnosed with peritonitis. The patient was initially administered intraperitoneal (ip) cefepime 1g and ip vancomycin 1.75g on (B)(6) 2025. The patient had pd effluent cultures obtained. The culture was positive for methicillin-sensitive staphylococcus aureus (mssa). The white blood cell (wbc) count was 9,500. The patient was prescribed antibiotics with intraperitoneal (ip) cefazolin 1.5g daily for 4 weeks. The patient continued ccpd therapy during recovery. A recheck of the patient¿s cell count resulted in a wbc of 99. The patient was discharged on (B)(6) 2025. The cause of the peritonitis is unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation to show a causal relationship between the peritonitis and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis is unknown, the culture results of staphylococcus aureus, a normal human flora of the skin, suggests a breach in aseptic technique. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this patient was admitted to the hospital on (B)(6) 2025 with unknown symptoms. The patient was diagnosed with peritonitis. The patient had pd effluent cultures obtained. The patient was prescribed antibiotics with intraperitoneal (ip) cefazolin 1.5g daily for 4 weeks. The culture was positive for methicillin-sensitive staphylococcus aureus (mssa). The white blood cell (wbc) count was 9,500. The patient continued ccpd therapy during recovery. A recheck of the patient¿s cell count resulted in a wbc of 99. The patient was discharged on (B)(6) 2025. The cause of the peritonitis is unknown.

Manufacturer narrative:
Additional information provided in a4 and b5.

Event description:
Additional information provided states that this patient was admitted to the hospital on (B)(6) 2025 with unknown symptoms. The patient was diagnosed with peritonitis. The patient was initially administered intraperitoneal (ip) cefepime 1g and ip vancomycin 1.75g on (B)(6) 2025. The patient had pd effluent cultures obtained. The culture was positive for methicillin-sensitive staphylococcus aureus (mssa). The white blood cell (wbc) count was 9,500. The patient was prescribed antibiotics with intraperitoneal (ip) cefazolin 1.5g daily for 4 weeks. The patient continued ccpd therapy during recovery. A recheck of the patient¿s cell count resulted in a wbc of 99. The patient was discharged on (B)(6) 2025. The cause of the peritonitis is unknown.